Event description:
It was reported that due to hematuria the patient had his artificial urinary sphincter (aus) removed and replaced. It was explained that the patient experienced hematuria after a revision. The physician performed a cystoscopy and discover the pressure regulating balloon (prb) appeared to be inside the bladder. It was added that the patient had no further complication after this surgery. Should additional information be received a supplemental report will be submitted.

Manufacturer narrative:
Analysis results: migration was reported. The ams800 pressure regulating balloon was visually inspected and functionally tested. No leak was found. The balloon pressure on return was below specifications. The balloon pressure was 58.6cmh2o, specification is 61-70cmh2o. Hematuria was reported. The ams800 control pump and cuff was visually inspected and functionally tested. No leak was found. It performed within specifications. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Updated to include device analysis.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to hematuria the patient had his artificial urinary sphincter (aus) removed and replaced. It was explained that the patient experienced hematuria after a revision. The physician performed a cystoscopy and discover the pressure regulating balloon (prb) appeared to be inside the bladder. It was added that the patient had no further complication after this surgery. Should additional information be received a supplemental report will be submitted.